Event description:
It was observed that during the device evaluation, the bx channel of the gastrointestinal videoscope had a foreign object. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation and the reported failure was confirmed. The device evaluation found the bx channel had a foreign object. There was no report on the subject device being used in procedure after the suggested event was reviewed a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.